Manufacturer narrative:
This case will be invalidated since it is a duplicate of (B)(4) - MFR report number: 9613350-2010-00390. Therefore, zimmer (B)(4) will consider this case as closed. (B)(4).

Event description:
Follow up information received on march 17, 2016. This case is a duplicate of (B)(4). Therefore, this case will be invalidated. Please rectify your records.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of an unknown winterthur hip. The event is unknown, no more information was provided. The awareness date was taken as occurrence date as the event and the event timing is unknown.